Event description:
Two hours into hemodialysis treatment staff responded to increased venous pressure by separating the fistula needle and bloodline. When they attempted to reconnect the needle and bloodline there was an obstruction. Visual inspection of the complaint sample shows the pt connector luer cone broke off inside the needle luer connector. The extracorporeal circuit was discarded and a new line set up to complete treatment. Ebl=250cc. No pt injury or medical instervention is reported. MDR is filed for blood loss only.